Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over a year. Surgical intervention may be pending to address this situation.

Manufacturer narrative:
(B)(4).